Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that prior to an implant procedure (out of the box), the neurostimulator showed a power-on-reset (por) condition message on both the patient and clinician programmers. The por could not be cleared since the device would have to be programmed first and this was not done since the procedure had not begun. A new neurostimulator was then implanted in the patient. Additional information was requested to obtain patient outcome information.